Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 220 units of insulin. The customer¿s blood glucose level was 242 mg/dl. Tandem technical support (cts) discovered the customer was not practicing the proper air removal technique. Cts reminded the customer this was off label. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.